Manufacturer narrative:
The insulin pump had a scratched display window and cracked reservoir tube lip noted during visual inspection. Analysis was unable to prime during prime/ compromised force sensor alarm test due to faulty force sensor resistor (gold). This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose levesl. The customer's blood glucose value was 122 mg/dl at the time of the call. The customer was experiencing high blood glucose once a month. The customer did contact their healthcare professional and does have a backup plan. Troubleshooting was performed. The drive support cap appeared normal. Troubleshooting was not completed, because the customer states they had deep scratches on the display and cannot read the display. The device will be returned for analysis.